Event description:
It was reported that the ventricular lead dislodged. The physician suspected patient movement had caused the dislodgment. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.